Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a DHR was reviewed and no qn found, manufacture records were reviewed and no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and no needle clog defects found. Root cause description : root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that before use of the pen needle 32gx4mm 14 pack as the nurse was preparing pen needle for insulin injection the needle was clogged. This occurred on 3 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: medical personnel (nurse) noticed that needle tip clogged during the pre-injection preparation process defected pen needle didn¿t be used.